Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that there was no vt (tidal volume) display. There was no patient involvement when the event occurred. There was no patient or user harm reported. It was reported that there was no tidal volume displayed. The user feedback has eliminated the external pipeline cause. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer refused service from philips; unable to determine if the customer's issue was resolved.